Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was going to the bathroom ten times a night. The patient thinks the device turned off while she was in (B)(6) because something felt different. The patient stated she went to the healthcare professional office and the healthcare professional worked with the device. The patient stated she had a hard time turning the device off yesterday for a surgery. The patient stated she was finally able to turn it off when someone at the hospital helped her. The patient tried turning the stimulation back on and kept seeing a "retry" screen. Patient service walked the patient through how to connect to the ins. The patient was placing the communicator over the handset, not the ins. The patient was able to connect right away and turned the stim back on when placing the communicator over the ins. Troubleshooting resolved the reported issue at the time of the report. No further patient complications are anticipated or expected as a result of this event.